Event description:
It was reported that the patient had presented to clinic for routine evaluation with alerts for non-sustained lead noise. The non-sustained lead noise was triggered due to sensing latency between the near-field and the far-field channel. The device was re...

Event description:
It was reported that the patient had presented to clinic for routine evaluation with alerts for non-sustained lead noise. The non-sustained lead noise was triggered due to sensing latency between the near-field and the far-field channel. The device was reprogrammed. Patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.